Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the battery compartment was cracked and chipped and the drive support cap had come out of the insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.